Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for the explant was due to the patient not getting adequate relief. No device malfunction was suspected.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Sc-1110-02 / (B)(4) device evaluation indicated that the patient elected to be explanted due to ineffective therapy. The device passed the functional test and revealed no anomalies.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.